Event description:
It was reported that post implant, the ventricular lead was turned off due to diaphragmatic stimulation. The lead was capped after an unsuccessful attempt to reposition it. It was also reported that the patient fell recently.

Manufacturer narrative:
No medwatch form was received.